Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The resolution is unknown. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/16/17 phone call, 10/23/17 phone call, 10/24/17 phone call.

Event description:
The hospital reported the unit alarmed during patient use and lost the ability to mechanically ventilate in pressure mode and required the unit to be rebooted. There was no report of patient injury.